Event description:
Customer reported that erroneously low sodium results were generated by the synchron cx5 clinical system. The attending physician notified the facility two days after the results were initially reported and questioned the validity of the results. The customer performed maintenance on the system, cleaned the flow cell and calibrated the system. The facility retested fifty (50) samples and obtained results within expectation. The results of the retested samples were not released to the physician because the samples were not properly stored. There were no changes to the patient's care or treatment related to this event. There were no reports of any adverse events or need for medical intervention to prevent or preclude serious injury.

Manufacturer narrative:
No service call or examination of the system was conducted. The customer performed maintenance, cleaned the flow cell and recalibrated the system. The customer then resumed normal operation. No further reports were received. This reportable event was identified during a retrospective review of complaints conducted between (B)(4) 2008 and (B)(4) 2010 for additional reportable events.